Manufacturer narrative:
It was reported by the hospital contact that the doctor deployed the orbit galaxy g2 (641cf0412/c27303) through the echelon 10 microcatheter (details unknown) and the coil deployed well into the aneurysm. But while attempting to detach, the coil did not detach and green light which shows that the coil is connected did not glow in the detachment box (details unknown). Then the doctor pulled back the coil and deployed another orbit galaxy g2 (details unknown) and 2 micruspheres (details unknown) which connected and detached well. Through the entire procedure the detachment box and connecting cable (details unknown) were not changed. Same was used for all the coils. It was not reported if a pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The detachment light did not illuminate during the detachment cycle. The audible signal did not beep. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. There was no clinically significant delay in the procedure due to the event. The product will be returned for analysis. There were no damages noted on the coil after the event. Very limited information was received. Both the unidentified enpower dcb and connecting cable were not returned. The echelon 10 microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the introducer sheath, the unreported damage of the proximal section of the coil was found stretched. The circumstances of how and when this unreported damage occurred cannot be determined. Distal to the stretched section, the remainder of the coil is undamaged. The detachment fiber is intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms (range 48.5/56.0) and the enpower systems ready green light failed to illuminate (IFU.) Further resistance testing with manipulation of the resistive heating coil section found that the resistance was still failing with upward floating readings >2.237 mega ohms. No manufacturing defects were found. The complaint of the enpower systems ready green light not illuminating and the coil not detaching is confirmed. The most likely root cause of the enpower systems ready green light not illuminating and the coil not detaching may have been due to a fracture of the solder joint connection inside the resistive heating coil. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems under go electrical testing prior to final packaging. It was stated in the complaint event that it is unknown if an electrical test was completed prior to patient use. . If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the complete detachment system and the echelon 10 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported by the hospital contact that the doctor deployed the orbit galaxy g2 (641cf0412/c27303) through the echelon 10 microcatheter (details unknown) and the coil deployed well into the aneurysm. But while attempting to detach, the coil did not detach and green light which shows that the coil is connected did not glow in the detachment box (details unknown). Then the doctor pulled back the coil and deployed another orbit galaxy g2 (details unknown) and 2 micruspheres (details unknown) which connected and detached well. Through the entire procedure the detachment box and connecting cable (details unknown) were not changed. Same was used for all the coils. It was initially reported that the product will not be returned for analysis. It was not reported if a pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The detachment light did not illuminate during the detachment cycle. The audible signal did not beep. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. There was no clinically significant delay in the procedure due to the event. Based on the information, the event was not confirmed. The g2 complex will not be returned, therefore the root cause of the coils non-detachment cannot be determined. However procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4). This is an initial/final report.

Event description:
It was reported by the hospital contact that the doctor deployed the orbit galaxy g2 (641cf0412/c27303) through the echelon 10 microcatheter (details unknown) and the coil deployed well into the aneurysm. But while attempting to detach, the coil did not detach and green light which shows that the coil is connected did not glow in the detachment box (details unknown). Then the doctor pulled back the coil and deployed another orbit galaxy g2 (details unknown) and 2 micruspheres (details unknown) which connected and detached well. Through the entire procedure the detachment box and connecting cable (details unknown) were not changed. Same was used for all the coils. It was initially reported that the product will not be returned for analysis. It was not reported if a pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The detachment light did not illuminate during the detachment cycle. The audible signal did not beep. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. There was no clinically significant delay in the procedure due to the event.